Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.

Event description:
Boston scientific received information that a red alert was issued as the pacing impedance measurements were greater than 2000 ohms. Additionally, the threshold measurements had increased. As a result, the outputs were adjusted. No adverse patient effects were noted.

Event description:
Information was later received that during a device changeout procedure, the lead tested appropriately through the pacing system analyzer and new device. As a result, this lead remains implanted.